Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt implanted with a total of 3 7.3 mm cannulated screws for a hip fracture on an unk date. Pt complained of postop pain. F/u x-rays showed that screws were too long. All 3 screws were removed on (B)(6) 2011 and pt was revised to same type of screws, shorter in length. Per hosp policy, screws will not be released to synthes. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2010. Information obtained from completed questionnaire received. Screws originally reported as being too long. Corrected information provided by surgeon, stated that for femoral neck fractures, patients typically shorten as the fracture heals. Due to patient's thin stature, the screws became prominent as a result of patient's shortening. Information obtained from completed questionnaire received.

Event description:
Patient status post left femoral neck fracture primary for a non displaced femoral neck fracture. Upon implantation, the patient did not feel any screw prominence as screws were appropriate for patient stature. The fracture healed. As reported by the surgeon, for femoral neck fractures, patients typically shorten as the fracture heals. Due to patient's thin stature, the screws became prominent laterally one year postop as a result of patient's shortening and patient could feel the screws in the hip and experienced pain. The screws were not too long as reported in the previous initial medwatch. The screws were not protruding into the joints. To provide comfort to the patient the screws were removed and replaced with shorter screws so that the patient would not feel prominence of the screws.